Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 20 mg/ml at 1.5 mg/day via an implantable pump. The indication for use was spinal pain. The patient started having symptoms of syncope and diarrhea on (B)(6) 2015. The healthcare provider felt the symptoms may be related to withdrawal/underinfusion so a catheter dye study was performed. The catheter dye study was completed the day of the report and the study indicated that the catheter was patent. An x-ray was done and the ap view showed the pump was not flipped the catheter was coming off the pump in a clockwise direction which was expected for an ap image. The healthcare provider left the pump at the same dose to see it the patient got better. The event logs were checked and there were no issues in the event logs. On (B)(6) 2015 additional information received reported that the reporter had attempted to speak with the patient on (B)(6) 2015 to determine the status of the patient's symptoms but was unable to. On (B)(6) 2015, it was reported that the patient's symptoms had resolved but then began again the next week. The physician was planning on a catheter replacement but had not yet been scheduled.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information received from an healthcare provider (hcp), via a company representative, reported that a pump flip was suspected. As previously reported, the x-ray confirmed that the pump was not flipped. The hcp was in the middle of a catheter access port (cap) procedure, and was not able to aspirate the catheter and was not able to push dye through. As previously reported, the catheter dye study that day revealed that the catheter was patent. Additional information regarding the previously reported planned catheter replacement was requested. If additional information is received, a follow-up report will be sent.